Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# unknown implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown morphine drug (2 mg at 1.07491 mg/day) and bupivacaine (30 mg at 16.12363 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had difficulty connecting the personal therapy manager ptm and pump. Examination revealed that the pump had flipped within the pocket. The pump was manually returned to the correct position and was refilled without incident. The plan was for a pump revision but after a consultation with a neurosurgeon the pump was revealed to be no longer at risk for flipping via x ray and the patient was advised to wear an abdominal binder.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2013 product type catheter product ID tm 90t0 serial# unknown product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that during a pump refill on (B)(6) 2025 a significant reservoir volume discrepancy was noted: expected reservoir volume (irv) - 9.6 ml, actual reservoir volume (arv) - 22 ml. The patient reported uncontrolled pain without relief following personal therapy manager (ptm) activations. Patient denied symptoms of withdrawal. Started oxycodone and clonidine for pain and withdrawal, as the catheter was likely kinked. On (B)(6) 2025 the patient reported that the ptm was again not functioning and was instead displaying an alert reading 'pump not found' indicating pump was likely inverted. On (B)(6) 2025 the patient reported persistent pain and headache. Started fentanyl patch and fioricet. On (B)(6) 2025 the reservoir was accessed to check volume discrepancy: irv - 8.7 ml, arv - 36 ml. It rate decreased 50%, as it is not currently infusing secondary to probable kink. Rotated systemic opioid from fentanyl to morphine ER. Fentanyl not filled secondary to cost. The healthcare provider planed for a pump pocket revision but surgery was delayed.